Manufacturer narrative:
Follow-up #1: date of submission 05/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump booted to the verify screen with audible and vibratory features. The black box showed an unexplained loss of prime on (B)(6) 2015 at 11:01; deliveries resumed at 11:58. There were no errors, alarms or warnings during the 24hr duration testing. An ezbg and an ezcarb bolus were manually calculated and the pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 585 mg/dl with polydypsia and foot cramps associated with an inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the basal history matched the active basal settings and that the basal delivery totals in the total daily dose matched the active basal program total. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.